Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core quickconnect cable, the physician experienced a connection issue between the cable and the laryngoscope. It was reported that they had to hold the cable at a certain angle for the picture to stay on the monitor screen. The procedure was able to be completed without a backup device. No delay in the procedure or harm to the patient was reported. Following the procedure, the cable was inspected by a verathon clinical specialist and found that it was missing the magnet inside its connector.